Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was no longer water proof. The insulin pump was exposed to water and it no longer worked. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. Unable to perform displacement test and occlusion test due to missing retainer. Moisture damage on all electronic assemblies, force sensor assembly and moisture damage on motor home switch. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and slightly peeling end cap address label.